Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that this extension set and ambulatory infusion pump exhibited accuracy issues. After administration was finished it was noted that there was 38 milliliters of medication remaining. The difference between the remaining value and the amount of medication that was expected to be delivered was 6%. No adverse patient effects were reported.